Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 02:15:04. Weekly pace impedance trend data shows a gradual increase for min and max rv pace = 1888 to 3664 ohms range between (B)(6) 2010 and (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.